Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during surgery, they noticed that a company lens was loaded but not implanted due to the tech did not liked the way it felt (no patient contact). Another company lens was loaded and implanted. After implantation a scratch was observed towards the center of the optic. The surgeon removed the iol and replaced it with another company lens. Additional information has been requested.